Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported the tracheostomy tube was in use with a patient for 2 days when the cuff pressure was found decreasing. The tracheostomy tube was replaced. No incident related medical sequela was reported.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed one straight tear at the base of the cuff. Cuff was inflated using a syringe and then submerged in sterile water to test for leakage on the cuff surface. Bubbles were observed to be coming from the cuff, confirming the presence of a leak. A walk-through of the manufacturing floor and process review was performed by the quality engineer during run of lot 3094670 in order to review the leak test and packaging operations. No discrepancies were found and it was observed that manufacturing procedures were being followed appropriately. The instructions for use state that the integrity of the cuff and inflation system should be checked prior to insertion. Instructions for use also warn to guard against cuff damage by avoiding contact with sharp edges. The most probably cause of the event is that the cuff became damaged during use. Although these products are 100% leakage tested in manufacturing process and designed to be as robust as functionally possible, puncture of the tube cuff during use is an inherent risk when using any tracheostomy product.